Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: investigation results: the complaint was received into the (B)(4) complaints department 21 january 2016 with the comment: hip revision performed on (B)(6) 2016. Primary thr was approx 4 years ago (date to be advised) by the same surgeon. Patient complaining of increasing discomfort in prosthetic hip joint over last 9 months. X-rays show lucency around proximal femoral stem; bone scan suggests stem loose. Acetabular cup appears solid. During surgery, stem was found to be slightly loose, but removed with some difficulty. Cup solid, left insitu. Revision stem (kar) implanted (sz10). Joint stable on reduction. Corail stem and delta ts ceramic head are available for return. X-rays to follow, no further information is available. The stem and the ceramic head were both received for investigation together with two x-rays. A review of the manufacturing records identified no anomalies. Review of our complaints database found one previous complaint from the stem lot that was totally unrelated. Review of the complaints database for the rest of the products identified no previous complaints. In the review of the x-rays the bio engineering report identifies that there is a line visible on lateral shoulder of femoral stem as reported in the complaint. The bio engineers also comment in the report that the lower part of stem appears fixed and that the stem in varus but appears in centre of canal in lateral view. In the review of the products the bio engineering report concluded that after reviewing the components, no further investigation was required and that it was unlikely that there was a manufacturing defect present. The complaint shall be closed with an undetermined: insufficient information root cause. No corrective action is required. The occurrence shall be monitored through our companies post market surveillance system for future trends. The products shall be retained and stored in a secure area for future analysis. Should any further information be provided relating to this case then further investigation may be undertaken depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address increasing discomfort and slight loosening of the stem.